Event description:
Physician at bedside to perform tracheostomy. At initial trach placement, inserted trach tube, and balloon would not stay inflated. This is the same lot as previous medwatch report.